Event description:
The following has been reported: during an infusion with a high dose of noradrenaline, the screen of the pump suddenly turns completely blue and no text is displayed anymore. Further attempts to restart the pump remain unsuccessful and treatment may be continued with another pump. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.